Manufacturer narrative:
Continued: e.1. Phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "pain with increased volume in breast, altered contour, hardening of breast implant capsule" and "signs of capsular contracture". Later, healthcare professional reported "pain with hardening of the breast and capsular contracture baker grade iii". This record is for the right side. Device was explanted and replaced with another manufacturer´s device.